Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient had not been evaluated by their doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient indicated that patient had a little discharge of the bowel (B)(6) 2018 and was noted as sudden change in therapy and symptoms. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated. Information omitted pertained to related (B)(4) pp issues.

Manufacturer narrative:
After further review, a correction has been added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the sudden discharge of a little bowel was the wire in the battery. It was reported that the steps taken to resolve the issue included a new medical device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.